Event description:
It was reported that unspecific number of bd posiflush¿ pre-filled saline syringe experienced plunger movement difficult. This is 1 of 2 related events. The following information was provided by the initial reporter: defomed syringes. Slightly narrow and crooked. Pre-filled 10-ml nacl (saline) syringe cannot be used to inject the entire amount of nacl (saline). When nurses stand with patients and have to flush nacl (saline) intravenously, it stops and they perceive it as the needle has stopped working. . The problem has occurred a number of times in early february and now the problem is repeating itself again. It's like single syringes are a little crooked or narrower pretty accurate at 3ml.

Manufacturer narrative:
H6:investigation summary as samples were unavailable for return, ten (10) retained samples of the same lot number were obtained from the manufacturing facility. A silicone distribution test was performed on the retained samples. The test results showed three (3) syringes with less silicone at the end of the barrel, another three (3) with homogenous but lighter distribution, and the remaining syringes were totally siliconized with a higher quantity. The results were not able to confirm plunger movement difficulties as there was silicone distribution within each sample. A device history record review was completed for provided material number 306575 and lot number 2263053. The review did not reveal any quality notifications during the production process; however, two second samples were performed that were found to be acceptable and corrective maintenance was carried out. It is possible that the defective samples were produced at some point between the second samplings identified. The possibility of molding defect can be discarded as the barrel diameter would be affected as a whole, not a portion, due to the molding process.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecific number of bd posiflush¿ pre-filled saline syringe experienced plunger movement difficult. This is 1 of 2 related events. The following information was provided by the initial reporter: defomed syringes. Slightly narrow and crooked. Pre-filled 10-ml nacl (saline) syringe cannot be used to inject the entire amount of nacl (saline). When nurses stand with patients and have to flush nacl (saline) intravenously, it stops and they perceive it as the needle has stopped working. The problem has occurred a number of times in early february and now the problem is repeating itself again. It's like single syringes are a little crooked or narrower pretty accurate at 3ml.